Event description:
The customer stated she was having issues with her contour meter. She alleged that it was not working correctly. On one occasion, she got a low reading and went to the hospital. The hospital tested her glucose at 37 mg/dl. She was admitted for observation, but stated she did not receive any treatment. The customer's meter was replaced. No product will be returned.